Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was alarming. Customer's blood glucose is 90 mg/dl. The alarm history had two alarms. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm did not occur shortly after a battery change. The alarm is not recurring during normal use. Customer was advised the device experienced an unexpected restart. She was advised to monitor the device and call back if the issue persists. Nothing further reported.